Manufacturer narrative:
A2): patient''s date of birth unk h3): the turbo-elite catheter was returned for evaluation. Visual inspection found epoxy degradation and stumping at the distal tip due to heavy use, with significant biologics present. In addition, the distal tip did not appear flattened or frayed as initially reported. A breach to the outer jacket, with broken fibers in the area, was discovered 40 mm from the distal tip. Charring, stretching, and striations were noted at the breach, appearing that a clamp was placed on the device. H6): based on the device evaluation and investigation, the cause of the failure has been determined to be use related. The damage likely resulted from clamping the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the proximal superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. During use in the patient, the catheter''s distal tip was noted to be frayed and flattened. Use of the turbo-elite was discontinued and another catheter was used to successfully complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
G3): further device evaluation and investigation were completed 01feb2024. H3): upon further review of the investigation and photos taken during device evaluation, the striations present in the area of the breach did not appear to be those caused by a clamp. The target lesion was severely calcified, as reported in the initial MDR, but inadvertently omitted that the lesion was a chronic total occlusion (cto). H6): based on further investigation, it has been determined that the patient''s condition contributed to the damage at the distal tip. It is likely that during the procedure, the device became caught on an object and pulled, stretching the catheter and creating the striations in the outer jacket. However, the cause of the breach in the outer jacket and broken fibers could not be established. Conclusions codes corrected to 50 and 4315 (from 61). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.